Manufacturer narrative:
This report is being filed on an international product, list number 03d34, that has a similar product distributed in the us, list number 03l68. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the prism hiv o plus assay. The customer provided repeat (B)(6) and true (B)(6) result data for months (B)(6) 2015. No specific patient data was provided. Multiple specimens did not confirm method unknown. There was no adverse impact to patient management reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the prism hiv o plus assay and the tracking and trending report review determined that there are no related adverse and non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the prism hiv o plus, list number 03d34 was identified.